Manufacturer narrative:
Additional information was added to d4 UDI #. H10: the device was received for evaluation. A functional leak testing was performed which revealed leak/backflow at the fillport. Subsequent examination revealed the cause of the leak/backflow at the fillport was due to a glass fragment measured to be 0.15 square mm in size, stuck under the device checkband. The reported condition was verified. The cause of the glass fragment could not be determined; however the most probable cause is user filling technique. No manufacturing process step would allow glass fragment to be introduced near or adjacent to the fill port. The use of a filter during filling is recommended in the product labeling. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Initial reporter address: (B)(6) hospital, civil lines. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a multirate infusor leaked from unspecified location. This issue was identified during filling. There was no patient involvement. No additional information is available.